Event description:
Pt has grade iii capsular contracture on the right with severe thinning of overlying skin in the area with impending implant exposure. She also has grade iii capsular contracture on the left, however, no impending extrusion.